Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes during pre-cleaning, the customer aspirates water through the instrument/suction channel and flushes out the air/water and auxiliary channels. For automatic endoscope reprocessing, the user facility uses soluscope 4, along with detergent soluscope cln and disinfectant soluscope paa. The endoscopes are stored in plasma and olympus is the is the maintenance company the user facility uses. The scope was not sterilized. The device was returned to olympus for evaluation and the evaluation is currently in progress. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured. The operating channel tested positive for 34 colony forming units (cfu) per endoscope of viable micro organism, 20 cfus/ endoscope of pseudomonas and eight (8) cfus/endoscope of enterobacteria. The suction channel tested positive for more than 80 cfus per endoscope each of viable microorganism, pseudomonas and enterobacteria. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted to capture the results of device evaluation and microbiological control results from the independent laboratory. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels were tested and the microbiological quality of channel was found to be satisfactory (less than one (1) colony forming units of micro organism per endoscope). Overall, the results are in conformance with the requirements. The device was evaluated and there were few findings. The light guide lens was cracked. The bending section cover was separated. The insulation of the insertion tube was near threshold value. The ceiling plate of the control unit had a dent. The right/left knob of the control unit exhibited play. The angulation of the right/left knob and up/down knob was less than the specified value. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also see d9, h3 and h4 for additional information. The following deviation was confirmed by review of reprocessing steps provided by the user: brushing was not performed for biopsy channel/suction channel, suction cylinder, or biopsy port at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the deviation in device reprocessing steps caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.